Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that right ventricular (rv) pacing impedance measurements were now out of range. Additionally, oversensing was observed due to unipolar sensing. The lead was reprogrammed to unipolar pacing and bipolar sensing due to the dependency of this patient. No additional adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations and the interaction with the minute ventilation (mv) feature which can lead to mv oversensing. The caller programmed the mv sensor off and programmed the accelerometer sensor on. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise on the right ventricular (rv) channel which was oversensed resulting in greater than two seconds of pacing inhibition for this patient. However, the observed inhibition did not result in greater than two seconds of asystole for this patient. Additionally, varying pacing impedance measurements were observed on the rv and the atrial channels. No adverse patient effects were reported.